Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the display decive read failed transmitter. No additional patient or event information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. Data was attempted to be reviewed, however no share log was found. A voltage test was performed on the transmitter resulting in a zero volt dischage. The complaint of of a failed transmitter could not be confirmed. The root cause could not be determined, post investigation.